Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting ventricular oversensing in unipolar mode. The ventricular sensitivity of the device was 0.5mv.